Event description:
It was reported that embolization occurred. The target lesion was located in the right coronary artery. A 2.50x12mm promus premier¿ stent was advanced to treat the lesion. It was then noted that the stent embolized after an attempt to withdraw the device through the 6f non-bsc guideliner. The physician successfully snared the device and removed from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal into the guide catheter. The ro markerbands, tip profile and cosmetics were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The outer shaft was kinked at 29 mm proximal to the tip. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the device was retracted into the guide catheter. The promus premier mr dfu states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
It was reported that embolization occurred. The target lesion was located in the right coronary artery. A 2.50x12mm promus premier¿ stent was advanced to treat the lesion. It was then noted that the stent embolized after an attempt to withdraw the device through the 6f non-bsc guideliner. The physician successfully snared the device and removed from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).